Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to a pocket infection. No additional adverse patient effects were reported.